Event description:
It was reported that there was suspected intermittent oversensing on the right atrial (ra) lead that was causing possible false arrhythmia detection. It was also noted that there was high right ventricular (rv) lead threshold and possible high left ventricular (lv) lead threshold. The ra, rv, and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 459888 lead implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.